Manufacturer narrative:
B5: the device did not completely infuse over 46 hours and was left insitu for another two hours with no obvious change in volume. The patient was receiving the infusion via a 20 gauge portachath needle ¿in a bard power port minimum 6 french lumen max 8 french lumen¿ with a smart site connector attached to the end of the portacath. Additionally, the device was connected in an outpatient setting, then infused and disconnected at the patient's home (omitted on initial). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside the bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the following factors may affect the flow rate and be potential causes for this report: fill volume, temperature, viscosity of the medication, difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This was observed during patient infusion. The device was filled with fluorouracil (accord) 3420mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.